Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff pressure was documented, maintain and monitor. It was noted that the cuff would not hold a seal and to be blown, also the pilot balloon was checked. Patient would not able to achieve adequate tidal volume on the vent. There was no patient injury.